Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported event of deflation was received on sep 05, 2024, with lot number 2072077. Based on the product analysis performed, the assessments of the complaints are: deflation: observed broken device assessed as surgical damage. As per the investigation procedure crease particles wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Event description:
Healthcare professional reported, left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.